Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, primeza14/a33 and excessive no delivery test or verify communication anomaly due to buttons not responding.

Event description:
The customer reported via phone that the insulin pump had no delivery alarm. Customer¿s blood glucose was 389 mg/dl at the time of incident. Customer stated that the issue was resolved by changing reservoir. The insulin pump will be returned for analysis.